Event description:
It was reported that during a lap cholecystectomy procedure, the device did not clip. The site used a new instrument to complete the procedure. No further info is available. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.